Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not detect the sponges. No patient involved. No further information available.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had not been used in the treatment or diagnosis of the patient. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found all the coils passed testing on the tester. The mat was plugged into the console detected sponges. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.